Event description:
This event was reported by the patient's urologist. The patient underwent a cystoscopy and a transurethral resection of the prostate at the hospital. After the procedure, the following occurred as per the operative note. A 22-french three-way catheter was placed. Light traction was applied and the drainage was crystal clear. The patient went to the recovery room in stable condition. Eight days later, the m.d. Reported to the surgery staff that the patient said his indwelling foley snapped apart at home and was not caught on anything. A section was left in the patient's bladder. The m.d. Reported that there was no serious harm and the section of the foley was in the patient's bladder for 12 hours. The m.d. Did a cystoscopy in the office to remove it. The patient is fine, per the m.d.